Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a capture management issue and ¿battery drainage¿ was noted. It was also reported that the lead exhibited high thresholds. The device was reprogrammed, and the system remains in use. No patient complications have been reported as a result of this event.